Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had low power, the hose was damaged and there was component damage. Therefore, the reported condition was confirmed. The assignable device root cause was determined to be due to user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the rotations per minute (rpms) on the motor device were below specification. It was further determined that the device had less power, the hose was damaged and the coupling lock was worn on the tool side. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.